Event description:
It was reported that during a lap gastric bypass, the tissue pad fell off into the patient. They removed the tissue pad with a pair of graspers through the trocar. They used another like device to complete the case with no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the tissue and pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.